Event description:
It was reported that after a surgical procedure at the user facility the tip twisted off the sonopet universal handpiece. Upon receipt to the manufacture it was found the angle nut was missing from the handpiece. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
During device evaluation, the reported event of the tip being twisted off was confirmed. Based on the instructions for use a missing angle nut is known to be caused by during disassembly of the handpiece after use. Per the instructions for use: when removing the ultrasonic tip, do not remove the tip. The device was discarded by the manufacturer following evaluation.